Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel(device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had injuries and revision surgery; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1).there is no allegation related to the ventralight st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device#1) on (B)(6) 2010 and an unspecified bard/davol ventralight st on (B)(6) 2018. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device #1), and underwent revision surgery on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against only the composix kugel hernia patch(device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."